Manufacturer narrative:
After further review of additional information received the following sections a2, b7, d1, d4, g4, g7, h2 and h6 have been updated accordingly. Section b5: additional information receivedon the patient profile form (ppf)indicated that the filter could not be removed due to thrombosis/embolism. Another CT scan revealed that the filter reported fracture and it was recommended not to be removed due to embedment; then, another CT scan also discovered tilt. The patient is also reported that these injuries have caused emotional distress, mental anguish, anxiety and stress. Information provided in the medical records noted that the indication for the filter implant was pre-operative for deep vein thrombosis (dvt). The filter was placed via the left femoral artery and deployed below the level of the renal veins. Follow-up venogram was done showing satisfactory position of the filter. Thirteen days post implant, on apr 28, 2010, and unsuccessful percutaneous attempt was made to retrieve the filter. A venocavagram was performed and there was evidence of thrombus. The notes from the procedure indicated that the ivc filter is patent, however tissue ingrowth did not allow for removal. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt). The filter was deployed below the level of the renal veins. Follow-up venogram was done showing satisfactory position of the filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to fracture, embedment, thrombosis/embolism and tilt of the ivc filter. Per the patient profile form (ppf), the patient reports the filter could not be removed due to thrombosis/embolism. CT scans revealed that the filter was tilted, fractured, and it was not recommended for removed due to embedment. The patient also reported emotional distress, mental anguish, anxiety and stress. Thirteen days post implant, an unsuccessful percutaneous attempt was made to retrieve the filter. A venocavagram was performed and there was evidence of thrombus in the vena cava and the filter walls. The notes from the procedure indicated that the ivc filter is patent, however tissue in-growth did not allow for removal. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: section b3: date of event

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to, fracture, embedment, thrombosis/embolism and tilt of the filter. As a direct and proximate result of these malfunctions, patient suffered lie-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Venous thrombosis and/or embolism within the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to fracture, embedment, thrombosis/embolism and tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, patient suffered lie-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering. And other damages.